Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.

Event description:
Customer reported: thirteen days post percutaneous tracheostomy procedure, on two occasions the patient began coughing up large bloody tissue. Customer reported that a pathology report identified it as "fibromembranous tissue". Customer reported that the tissue production was a mystery. Customer reported that the patient was repositioning the trach himself and the surgeon had to come in and tighten the suture around the stoma to create a tighter opening to stop the bleeding. Customer stated that once the airway was patent the issue was resolved confirming that decannulation was not required. Customer confirmed that the patient appears to be fine with no long term effects at this time.